Manufacturer narrative:
Philips service recreated the database and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the image disk free space was low, impacting imaging functionality on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.